Event description:
Related manufacturing ref: 3008452825-2022-00611. During the cryo atrial fibrillation procedure, there was air leak. When going transseptal, the doctor put the transseptal needle through an sl1 that was in the right atrium. The luer lock created an insufficient seal as air was aspirated into the syringe when attempting to draw back blood. Another needle was tried with the same lot number, but the issue reoccurred. A 3rd needle was pulled with a different lot number and it functioned properly. The procedure was completed with no patient consequences.

Manufacturer narrative:
Product #2 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.